Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortobronchial fistula, pseudoaneurysm and reoperation. (B)(4).

Event description:
On (B)(6) 2012, this patient underwent an endovascular repair of an aneurysmal false lumen at the thoracic aorta using two gore® tag® thoracic endoprostheses. No issues were identified. The patient tolerated the procedure. On (B)(6) 2017, hemoptysis occurred to the patient and he was emergently transferred to the institution. The physician suspected the aortobronchial fistula, and CT imaging identified development of the pseudoaneurysm at the level of the distal edge of the devices. The physician indicated that damage to the vessel wall by the device could not be avoided because the patient's vessel condition was poor prior to the procedure due to the dissection. On (B)(6) 2017, an additional procedure was performed to exclude the pseudoaneurysm whereas two conformable gore® tag® thoracic endoprostheses were implanted. The patient tolerated the procedure.